Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified a device patch with lot number 1100793, red particle material on the shell, and fluids. Due to the impossibility to perform a microscopic analysis during device analysis performed through photographs, it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported a right side "possible rupture". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., d.7., g.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side "possible rupture". Device remains implanted.